Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter and side plates were in failure. The cutter and side plates were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device would not mesh properly. There was no harm or delay and an alternate device was available for use. No additional graft required from the patient. No adverse events were reported as a result of this malfunction.